Event description:
Device 1 of 2 reference MFR report#1627487-2014-01586. The patient was implanted with two scs systems (thoracic and cervical). Please reference MFR report #1627487-2014-03590 for the thoracic issue. The patient received two leads, however, it's undetermined if the leads were from the same lot. It was reported effective therapy was never established with the cervical system. Subsequently, surgical intervention was undertaken explanting the entire system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.